Event description:
Information received from the ajnr am j neuroradiol 34:808-15, april 2013.during a study of flow-diverter stents involving 13 silk stents and 11 pipeline stents, it was reported that a pipeline stent required balloon angioplasty to achieve full wall apposition. There was also a report of two transient ischemic complications that occurred post procedure among the 24 stents that were observed.no other complications were reported in the study.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patient(B)(4).